Manufacturer narrative:
The indigo system aspiration catheter 6 (cat6) was kinked multiple times approximately 63.0 to 67.0 cm from the hub. The cat6 also had a wide ovalization approximately 132.0 cm from the hub. Evaluation of the returned cat6 revealed a wide ovalization on the distal shaft. This damage was likely a result of a pinching force on the distal shaft of the catheter. This pinching force may have been a result of forcefully gripping the catheter or possibly interaction with other devices used within the patient vasculature. Further evaluation revealed multiple concentrated kinks in the mid-shaft of the cat6. These damages were likely incidental and occurred post-procedure since they were not mentioned in the initial complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician made successful passes using the cat6 through a non-penumbra sheath and then decided to remove the cat6 to flush it. Upon removal, the physician noticed that the tip of the cat6 appeared weak and had become compressed during use. Therefore, the procedure was completed using a new indigo system aspiration catheter 8 (cat8), a new indigo system separator 8 (sep8) and the same non-penumbra sheath. There was no report of an adverse effect to the patient.